Event description:
It was reported that after filling the implant with bone, the surgeon attempted to implant the spacer with the inserter. After a few hammer hits the spacer broke into four pieces with one piece still attached to the inserter. No pt complications were reported.

Manufacturer narrative:
Device has returned to medtronic for eval. Eval has not been completed but is currently in progress. Device history records have been reviewed which found no documentation to indicate a non-conformance to specification.